Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak during peritoneal dialysis therapy. The patient stated that they woke up to find that the carpet was wet. There was patient involvement but no patient injury or medical intervention reported. No additional information is available.